Event description:
It was reported from the office of Sugars End Dental that a patient experienced a suspected allergic reaction while using a Comfort 3D Upper Arch appliance. The patient was reported as a female with a medical history of bruxism and excellent oral hygiene. The appliance was delivered on 12/15/2025. The onset of symptoms was reported as (b)(6) 2026, and the patient presented with the issue in (b)(6) 2026. Reported patient symptoms included redness, irritation, and pain affecting the gums, as well as soft tissue irritation involving the gingiva and tongue, sores/blisters, burning sensation, tingling, and numbness. The patient discontinued use of the device, and reportedly the symptoms resolved following discontinuation. The patient reportedly followed the cleaning and storage directions per the device instructions for use. No permanent injury or additional medical or surgical intervention was reported.

Manufacturer narrative:
At the conclusion of the investigation a supplemental report will be submitted. Manufacturer Reference #: (b)(4).